Event description:
It was reported that the event occurred while in the coronarography care unit. Before the insertion of the balloon via femoral the intra-aortic balloon (iab) was unable to get the fiberoptix sensor (fos) signal. As a result, the md used the hemodynamic assistance and measurement via the blood stream. It is unknown if medical/surgical intervention was required. The patient was injured and encountered complications. There was a delay or interruption during this procedure which caused harm to the patient. The patient outcome is the patient expired. Additional information received on (B)(6) 2011 from the sales representative stated the iab was prepped per instruction. The fos did not work during product prep. The same insertion site was used. A teflon sheath was used. Unknown if medical/surgical intervention was required. There were no other complications besides the fos not detected. There were no issues with the pump. The pump was not switched out. It was noted that the pump was an autocat 2 wave iap-0500f serial # (B)(4).

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.